Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery the zimmer universal modular electric/battery double trigger handpiece was braking during drilling and oscillating. There is no power even after having changed the battery. There was no patient harm or delay reported.